Event description:
It was reported that the patient was experiencing recurring incontinence with his artificial urinary sphincter (aus). The current device has been implanted for one year and four months. The patient will attend an appointment to check the fluid volume of the pressure regulating balloon trough computerized tomography (CT) scanning, the patient is discussing a potential pressure balloon replacement during an upcoming hip procedure. No more information is available at the moment, further information will be provided as it becomes available.